Event description:
It was reported that during remote follow-up, the patient presented with far r oversensing on the atrial channel of their implantable cardioverter defibrillator. No information about intervention was reported. There were no patient consequences.